Event description:
It was reported that pump experienced malfunction alarm with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support identified that pump was part of a field correction, confirmed the malfunction was resettable, provided pump reset instructions, assisted customer in resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if any malfunction alarm returned, which customer acknowledged and understood.